Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead had low impedance measurement. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.